Manufacturer narrative:
(B)(4) date sent: 5/24/2023 d4:batch # 115c24 b3: unknown; captured as awareness date investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil post damaged and with a reload loaded on the device. The reload had the proximal 2 drivers up, 4 protruding staples, and the swing tab in the locked position. Further analysis shows the anvil partially detached from the left side and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. In addition, the device was tested with the returned reload and fired without any difficulties however, the staple line at the distal end showed that some staples were malformed. The malformed staples are related to the condition of the anvil post damaged. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 115c24, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired. The device locked out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.